Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer's mother reported her son's blood glucose reached "high" (>500 mg/dl) less than 48 hours after the pod was activated. Upon removal she noticed the needle had fully retracted back into the pod but there was no cannula coming out of the pod. There was bleeding at the site so she treated it with alcohol. She was able to activate a new pod and gave a correctional bolus of insulin (exact dosage was not provided). The pod was discarded.